Manufacturer narrative:
The reporter's test strips were returned for investigation. The returned strips were tested with a retention meter and retention controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr qc 2: 2.9 inr qc 3: 2.8 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable inr result with an unknown coaguchek meter compared to an unknown laboratory method. The result from the laboratory was 2.9 inr. The result from the meter 2 hours later was 4.9 inr. The customer¿s therapeutic range was requested but not provided.